Event description:
A report was received that the patient was experiencing pain at the ipg site whether the stimulation was turned on or off. Database analysis revealed no anomalies. The physician believed that there might be leakage in the ipg which was causing the pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site whether the stimulation was turned on or off. Database analysis revealed no anomalies. The physician believed that there might be leakage in the ipg which was causing the pain. The patient will undergo an explant procedure.